Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system during an anterior repair procedure on (B)(6) 2010. According to the complainant, no complications were encountered during the procedure. During a postoperative visit on (B)(6) 2010, the patient complained of urinary retention. The patient complained of rectal pain during postoperative visits on (B)(6) 2010 and the pain was treated with lortab and stool softener. No corrective surgery was performed. The patient was last seen in (B)(6) 2012, at which time no issues were reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date.